Manufacturer narrative:
A stryker representative evaluated the customer's device and was able to duplicate the reported issue. After replacing the power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device powered off unexpectedly when updating the software. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.